Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead in one piece with the distal tip measuring 54.4 cm was returned for analysis. External insulation abrasion was noted at 46.7 to 46.8 cm from the distal tip consistent with lead friction to the ICD can. All other damages found were consistent with surgical procedure.

Event description:
This report is to advise of an event observed during analysis.